Event description:
A pt's reported possible low inaccurate results with a one-touch meter. In 2001, pt had a blood glucose reading of 206mg/dl on ot meter at 13:00. Family member called paramedics for unknown reasons. Paramedics found pt blood glucose 535mg/dl on unknown meter. Pt was transferred to hosp and admitted for staphylococcal infection of the blood. No further info is available. No allegations of harm have been made.